Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 10 devices were received for evaluation; 10 events were confirmed during testing; 7 devices were found to be affected by a variation in flute geometry; 3 devices were found to be fractured with no definitive cause identified; 16 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility; 20 of 26 reported devices are in scope of recall z-2238-2016.

Event description:
This report summarizes <noe> 26 </noe> malfunction events, in which the device broke; 25 reported events occurred during cranial procedures; no patient impact; 1 event had no patient involvement; no patient impact.